Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ventricular tachycardia ('rvot') in an adult female patient who had essure (batch no. 77402-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 234 lbs. Concurrent conditions included sinus tachycardia, restless leg syndrome, depression and obesity. Concomitant products included carbidopa;levodopa (carbidopa levodopa), citalopram, diltiazem hydrochloride (diltizem), ethinylestradiol;levonorgestrel (introvale), ethinylestradiol;levonorgestrel (jolessa), fluoxetine, ivabradine hydrochloride (corlanor), metoprolol, modafinil, norethisterone (jolivette-28), ropinirole hydrochloride (requip), topiramate, trazodone and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. In december 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ventricular tachycardia (seriousness criterion medically significant), ventricular extrasystoles ("pvc"), fatigue ("fatigue"), migraine ("migraines/headache") and weight fluctuation ("weight gain/ loss( specify which one)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal pain, menorrhagia, vaginal haemorrhage, ventricular tachycardia, ventricular extrasystoles, fatigue, dysmenorrhoea, migraine and weight fluctuation outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, ventricular extrasystoles, ventricular tachycardia, vulvovaginal pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Lot number reported 77402 is not valid.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ventricular tachycardia ('rvot') in an adult female patient who had essure (batch no. 77402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: (B)(6). Concurrent conditions included sinus tachycardia, restless leg syndrome, depression and morbid obesity. Concomitant products included carbidopa;levodopa (carbidopa levodopa), citalopram, diltiazem hydrochloride (diltizem), ethinylestradiol;levonorgestrel (introvale), ethinylestradiol;levonorgestrel (jolessa), fluoxetine, ivabradine hydrochloride (corlanor), metoprolol, modafinil, norethisterone (jolivette-28), ropinirole hydrochloride (requip), topiramate, trazodone and vitamin d nos (vitamin d). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ventricular tachycardia (seriousness criterion medically significant), ventricular extrasystoles ("pvc"), fatigue ("fatigue"), migraine ("migraines/headache") and weight fluctuation ("weight gain/ loss( specify which one)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vulvovaginal pain, menorrhagia, vaginal haemorrhage, ventricular tachycardia, ventricular extrasystoles, fatigue, dysmenorrhoea, migraine and weight fluctuation outcome was unknown. The reporter considered dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, ventricular extrasystoles, ventricular tachycardia, vulvovaginal pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received- lot number were added. New events abnormal bleeding (menorrhagia), blood or heart disorder/condition, rvot, pvc, fatigue, dysmenorrhea, migraines/headaches, vaginal pain, pelvic pain, weight gain/ loss( specify which one) were added. Event injury updated to abnormal bleeding (vaginal). New reporter, patient information, lab data, concomitant drugs, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.